Event description:
The physician was attempting to implant a resolute integrity drug eluting stent in the circumflex artery which was reported to be highly calcified with 95% stenosis. No abnormality was noted during preparation of the device. Resistance was noted during attempted delivery and the stent became stuck on calcification resulting in stent deformation. The physician was able to remove without issue and inserted another stent successfully.

Manufacturer narrative:
Results: calcified lesion, 95% stenosis. Failure to deliver the stent and stent deformation. Device or procedural images not provided for review evaluation codes. Conclusion: failure to deliver the stent and stent deformation. Calcified lesion, 95% stenosis. Device or procedural images not provided for review. (B)(4).